Manufacturer narrative:
Citation: sieger j et al. Impact of repositioning during transcatheter aortic valve replacement on embolized debris. J invasive cardiol. 2019 oct;31(10):282-288. Doi: not available ¿ literature pdf attached. Epub 2019 aug 15. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the impact of valve repositioning on embolic debris captured with a dual-filter cerebral protection system in patient who underwent transfemoral transcatheter aortic valve replacement (tavr). All data were collected from a single center. The study population included 200 patients and was predominantly female with a mean age of 81 years. Of those, an undisclosed proportion were implanted with medtronic evolut r bioprosthetic valves. No serial numbers were provided. Among all patients, adverse events included: stroke within 72 hours post-tavr, need for additional percutaneous coronary intervention, and embolized debris that was captured by the cerebral protection system. Histopathological analysis of the captured debris found that calcification, foreign material and myocardial tissue were often observed in patients with valve repositioning during the tavr procedure. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.